Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report chordal damage and medical intervention. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. The clip grasped successfully, but due to the mr reduction it was decided to reposition. When repositioning, the posterior leaflet became stuck on the gripper, but it was able to be freed. After the clip was retracted from the valve, a chordal rupture was observed. The clip was implanted and the procedure was ended with the mr grade 1. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: after the clip was retracted from the valve, a chordal rupture was observed. The first clip was then implanted, stabilizing the chordal rupture. A second clip was then implanted successfully, and the procedure was ended with the mr grade 1. No additional information was provided.

Manufacturer narrative:
The investigation determined the reported difficult to remove (posterior leaflet became stuck on the gripper) appears to be related to procedural condition. The tissue injury was due to the posterior leaflet becoming stuck on the gripper. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.